Manufacturer narrative:
The device was not returned. The cause of the major bleed was not established due to insufficient clinical details. The cause of the thrombosis was not established due to insufficient clinical details. The cause of the cardiac arrest was not established due to insufficient clinical details. The cause of the mitral valve incompetence was not determined due to insufficient clinical details. The cause of the heart valve incompetence was not determined due to insufficient clinical details. The cause of the low pump flow was undetermined due to insufficient clinical details and data logs at the time of the reported event were unavailable.

Event description:
The complainant reported an allegation of suction alarms and low flow during support, with an impella cp (pump 1) implanted via the right, femoral artery which ultimately required replacement. It was reported that the patient was implanted with an impella cp (pump 1) via the right femoral artery and extracorporeal membrane oxygenation (ECMO). The ECMO was decannulated and during the decannulation the patient developed an esophageal bleed related to transesophageal echocardiogram probe placement, and the bleeding was reported to not involve the impella cp. Massive transfusion protocol was initiated for the bleed and the decision was made to withhold heparin throughout the rest of the day and overnight for the bleeding while continuing impella cp support. 12 hours following ECMO decannulation, the impella experienced suction alarms during support. Shortly thereafter, the patient experienced pulseless electrical arrest (pea). A point of care ultrasound was performed, and there was concern fo possible thrombus around the impella cannula; however, it was later noted that upon explant no thrombus was visualized around the impella cannula. During the pea, it was noted that the impella flows went from performance level (p-) 8 to p-4 with suction, and severe mitral regurgitation and tricuspid regurgitation were observed prior to the pea. The patient was brought to the cardiac catheterization laboratory for re-cannulation of ECMO using the impella cp arterial site. The impella cp was explanted for the cannulation of ECMO. A new impella cp (pump 2) was successfully implanted via the left femoral artery. It was noted that the impella was placed slightly deep into the ventricle at implant, however the waveforms and pump flows were within expectations. It was noted later that evening the patient¿s laboratory samples were reported to be hemolyzed and a plasma free hemoglobin (pfhgb) result was 180 mg/dl. The following day, the pfhgb was noted to have increased to 299 mg/dl. According to the treating physician, hemolysis was attributed to ECMO usage in the setting of critical illness. Despite ongoing support, the patient¿s clinical condition continued to deteriorate. Later that day, the patient¿s family elected to withdraw care and the patient expired. According to the treating physician, the impella cp was not related to the cause of death. This complaint involves two impella devices: pump 1: impella cp, with serial number(B)(6). Pump 2: impella cp, with serial number (B)(6). This MDR specifically addresses pump 1: impella cp, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
This report is submitted to provide a medical safety/clinical review and report new information not previously reported. The event narrative (b5) has been revised to clarify the device sequencing and to accurately reflect which clinical events occurred during support with each device. The added information does not change the previously reported event assessment or conclusions. H6. Health effect - impact code f2302 (blood transfusion) has been added. This code reflects the massive transfusion protocol initiated for a transesophageal echocardiogram related esophageal bleed, which was reported to not involve the impella cp. Medical safety/clinical review. Medical safety/clinical reviewed the event. The patient had advanced cardiomyopathy with acute decompensated chronic heart failure (csg stage e) and was supported with venoarterial extracorporeal membrane oxygenation (va ECMO) and an impella cp for mechanical circulatory support. On the day of impella implant, the patient experienced pulseless electrical activity (pea) arrest. Prior to the pea arrest, suction alarms were reported on the impella cp with a drop in flows from p8 to p4. Point-of-care ultrasound suggested possible debris or thrombus near the impella cannula. Anticoagulation had been held following ECMO decannulation earlier that day due to an esophageal bleed related to tee probe use. Hemodynamic findings before arrest included severe mitral and tricuspid regurgitation, elevated cvp (29 mmhg), and severe biventricular failure. During the arrest, the catheterization lab was activated, and the patient was re-cannulated for va ECMO using the impella cp arterial access site. The impella cp was explanted, and inspection revealed no thrombus within or around the cannula. A second impella cp was implanted. This second impella cp device was positioned slightly deep at implant; however, per the physician flows and waveforms were acceptable. Subsequent ultrasound showed the outlet positioned just above the valve. Despite stable device parameters, labs showed hemolysis developed with rising plasma-free hemoglobin. The impella cp device was repositioned; however, hemolysis continued to worsen. The patient remained on va ECMO and impella cp support at p-3. The following day care was withdrawn, and this led to the patient expiring. The first impella cp pump had low pump flow in which thrombus was suspected but not confirmed. The device was successfully replaced. The second impella cp pump did not mention the resolution of the hemolysis. The event story involves two product complaints. Impella cp pump 1 - MDR 1220648-2026-00408: serious injury. Impella cp pump 2 - MDR 1220648-2026-00438: death. Related medical device reports: this impella cp pump 1 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp pump 2.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 30 year old female patient on impella cp support who experienced suction events prior to pulseless electrical activity arrest. The physician noted possible thrombus around the cannula on point-of-care ultrasound, as the patient had been off anticoagulation due to an esophageal bleed from a transesophageal echocardiogram probe during extracorporeal membrane oxygenation (ECMO) decannulation earlier. During the arrest, flows dropped from p8 to p4 with suction, and severe mitral and tricuspid regurgitation were observed. The patient was in severe biventricular failure. The cath lab was activated, and the patient was re-cannulated for ECMO via the impella cp arterial site. The impella cp was explanted using the re-access port, maintaining wire access for the arterial cannula. Upon inspection, no clot was found in or around the cannula. The pump was retained for engineering examination.

Manufacturer narrative:
Correction e4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.